Event description:
It was reported to covidien on 4/22/2009 that a customer had an issue with a hemodialysis. The customer reports the patient developed a right atrial clot with use of palindrome catheter. Patient had catheter pulled on (B) (6) 2009 due to sepsis and replaced on (B) (4) 2009.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.